Manufacturer narrative:
One quadripolar, therapy ablation catheter was received for evaluation. The catheter deflected when actuating the steering mechanism. The catheter successfully attached to a test box with no anomalies noted. The catheter was electrically tested for open/short circuits and resistance values. The catheter and the thermocouples met specifications for electrical and temperature testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported output issue and subsequent delay remains unknown.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model ibi-83510) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrioventricular nodal reentrant tachycardia procedure, an output issue occurred causing a delay. The catheter was unable to achieve the expected wattage. The generator was restarted, the cable and generator were then replaced which did not resolve the issue. The catheter was replaced, and the procedure was completed with no consequences to the patient.